Event description:
It was reported that the lead exhibited intermittent loss of capture. Capture loss was more prevalant in the ring to svc pacing configuration, which indicated that the lead was moving around and making intermittent contact with the myocardium. The decision was made to pace from the lead tip where the most consistent capture was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.